Manufacturer narrative:
(B)(4).

Event description:
It was reported that "for some unknown reasons, only artifacts could be determined after three to four trouble-free cardiac output measurements. These looked as if the patient would receive bolus wise infusions via the thermodilution catheter. In this way, no further measurement can be performed. After everything was checked and no error was found, a new thermodilution catheter had to be washed in."

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of no temperature readings is not confirmed. Although, the root cause of the complaint is undetermined the thermistor bead was able to successfully output a temperature reading. The device met functional test specifications. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. No further action required.

Event description:
It was reported that "for some unknown reasons, only artifacts could be determined after three to four trouble-free cardiac output measurements. These looked as if the patient would receive bolus wise infusions via the thermodilution catheter. In this way, no further measurement can be performed. After everything was checked and no error was found, a new thermodilution catheter had to be washed in."